Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Event date not provided. Additional 510(k) number is k101880.

Event description:
It was reported that at the time of placement, the fixture mount wouldn't disengage from the implant and the doctor had to remove the implant and place another one.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One (1) imp,tsv,6.0,8,mtx,mg (tsvt6b8) was returned for investigation. Visual evaluation of the as returned product identified signs of use, bone debris on implant threads. Functional testing with an in-house component / tool to recreate the reported event; verified the mount does not disengage/release. No pre-existing condition was noted, and no per form was provided. Bone density type is unknown. The reported device was located on an unknown tooth site (universal) and was used, placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: instructions for use for tapered screw-vent, advent and trabecular metal implants, 4869 rev 9-10/19; breakage; page 2. Information identified: contraindications, warnings, and precautions. Per the applicable IFU, under section warnings that practitioners should attend courses of study to familiarize themselves with implantology techniques. Improper technique can cause implant failure. DHR review: DHR review was completed for the subject lot number (1252894). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1252894) for similar events and no other complaint was identified. Review completed utilizing keywords: does not disengage/release post market trending review: aug post market trending was reviewed and there were no actionable events or corrective actions for the reported event(does not disengage/release) or product (tsvt6b8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.